Event description:
The customer's spouse reported that the customer had low bgs. Assisted the customer with treating the bgs. The contact indicated that the customer refused several times to have taken the bg reading. Later the customer called back and informed that the paramedics were called and treated pt. Also the customer mentioned that they have been sick and have not been eating. The spouse stated that's why pt had a low bg.